Event description:
Additional information received reported that the symptoms of pain and muscle spasms resolved after the revision in (B)(6) 2009.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they had their implantable neurostimulator (ins) moved from back to the front due to pain and muscle spasms in (B)(6) 2009. Relevant medical history includes failed back surgery syndrome. No outcome of the pain and muscle spasms were reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.